Event description:
The customer's device was returned to physio-control as part of tsu-326. During eval of the device, it was discovered by physio-control's failure analysis center that the internal battery capacity was significantly flow and would not have enough power to deliver therapy. There was no known pt use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal batteries on the analog pcb assembly were severely charge depleted. The root cause for the malfunction was determined to be excessive electrical leakage through filter inductor, designator fl9. Replacement device was removed to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.